Manufacturer narrative:
Method: visual inspection, device history review, complaint history review, risk assessment; result: upon visual inspection, the implant was found to be fractured. No manufacturing issues were discovered. All units were designed in accordance with stryker specifications. Conclusion: the most likely root cause of this event is due to surgical technique and/or patient related factors.

Event description:
It was reported that during surgery, the surgeon tried to insert cage by the inserter. But, the cage was broken. The surgeon removed the broken piece of the cage. And the surgeon changed the cage to brand-new product.

Event description:
It was reported that during surgery, the surgeon tried to insert cage by the inserter. But, the cage was broken. The surgeon removed the broken piece of the cage. And the surgeon changed the cage to brand-new product.